Manufacturer narrative:
.

Event description:
Procedure type: colectomy. According to the reporter, the anvil jammed in the anastomosis; no stapling on the forward part of the anastomosis; conversion to laparotomy; completed anastomosis with thread.